Event description:
While manipulating the intraocular lens in the anterior chamber, one haptic came off. While trying to fixate the lens optic for cutting and removal, the other haptic came off. Enlargement of the incision was required to accommodate placement of a different lens and an anterior vitrectomy was performed. The pt's intraocular pressure was elevated following surgery. Treatment was provided and the pt's prognosis is good.